Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the provided picture found that the rail has fractured off and the device shows signs of repeated use (nicked and gouged). This complaint was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. Device has a potential field age of 9 years and shows signs of repeated use. The reported event is attributed to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right tka, the art surface teeth broke during the trial. There was no pieces remaining in the patient body. Attempts have been made and no further information has been provided.